Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on the patient underwent transforaminal interbodyfusion at l4-5 level due to l4-5 spondylolisthesis in which the screws were implanted. Post operatively on an unknown date it was observed that the a set screw had come completely off of the right l4 pedicle screw. The patient underwent a revision surgery in which the screws were explanted.

Manufacturer narrative:
Product analysis: microscopic examination of the returned implants identified witness marks on along entire length of mas crown, consistent with full seating of the rod. Additionally, set screw node morphology and height are consistent with fully tightened bench comparison samples. Associated rod and additional mas and set screw not returned for analysis. Unable to determine cause of screw back-out from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.